Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The stryker spine instrument IFU indicates that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Conclusion: the most likely cause of the reported event was determined to be normal wear based on the age of the device.

Event description:
It was reported that; instrument failure due to fatigue. Per follow up communication, when surgeon gripped the spring bar broke. Reportable as malfunction.

Event description:
It was reported that; instrument failure due to fatigue. Per follow up communication, when surgeon gripped the spring bar broke. Reportable as malfunction.